Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdwf014 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when the needle was placed in the port after flushing with saline the nurse observed a leak at the butterfly level.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was three 20ga x 1¿ powerloc safety infusion set with y-site. The first sample (sample 1) was received with its original opened packaging. Fluid residue was observed within the device and the safety mechanism was engaged. Sample 2 and sample 3 were received in their original sealed packaging. An attempt to infuse water through sample 1 using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the proximal adhesive application site. Microscopic inspection of sample 1 revealed a void in the adhesive within the proximal adhesive application site. The leaking infusate emanated from the void. The leak appeared to be caused by a void in the adhesive within the application site combined with a gap in the adhesive bond between the extension tubing and needle shaft, resulting in a fluid pathway. The device is a supplied component and the supplier has been notified of this event. Gross, functional and microscopic inspection of the two sealed samples was unremarkable. Neither device leaked during hydraulic pressurization. A lot history review (lhr) of asdwf014 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when the needle was placed in the port after flushing with saline the nurse observed a leak at the butterfly level.